Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the lcd (liquid crystal display) exhibited loss of signal in the middle and at the end of the procedure. The issue occurred several times over the span of 1+ weeks in both screening and diagnostic egds (esophagogastroduodenoscopy) and colonoscopies. The monitor would simply go black. The procedure room staff would unplug the monitor and wait a few seconds before plugging and allow the monitor to boot back up, in order to complete the procedure. The procedure and anesthesia were prolonged by a few minutes, each and were completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. Based on the results of the investigation and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.